Event description:
The handpiece was returned to the manufacturer for routine maintenance. During the repair, it was reported that an unk substance was found in the handpiece.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.